Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patients pulse generator could not be interrogated. The device was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
(B)(4)